Event description:
Pt presented overnight, emergent with a ruptured aneurysm (7.5 cm aaa), had a short aortic neck, right renal was lower than the left renal. Access and deployment of a bifurcated device was uneventful. A 34mm infrarenal cuff was deployed, however, slipped distally during inner core retraction. A 34mm suprarenal cuff was deployed, with the suprarenal stents intentionally covering the right renal to gain better seal. There was a slight intraoperative blush, a palmaz stent was placed with good results.

Manufacturer narrative:
Method - review of lot records/work orders, prior reports. No issues were noted. Results & conclusions - this event is off-label, due to the pt presenting with a rupture. No conclusion can be drawn.